Manufacturer narrative:
Evaluation of the device confirmed the complaint condition. The device leaked due to insufficient glue between the metal tubing and the balloon. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The clinician reported an issue encountered with the dcr508-uni lacricath device during use. They reported that while the patient was under anesthesia, the catheter was inserted but when they attempted to inflate it water was observed coming out of the sides. They said they opened another kit and resumed the procedure with no other difficulties. There were no patient complications reported as a result of the alleged event. The device was returned to the manufacturer for evaluation.

Manufacturer narrative:
The lacricath device that was the subject of the complaint was provided as part of a dcr kit to the customer. This supplemental report is to correct the original information provided to that of the original catheter device, which has an individual manufacture date, expiration date, and lot number that is different from that of the kit level.